Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using an ilet experienced hyperglycemia, with a highest fingerstick value of 315 mg/dl, for approximately one hour despite no reported pump alarms or infusion set leaks; the user changed the inset 6 mm, 32" infusion set with agent guidance, and glucose subsequently trended down. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for assistance, no backup therapy use, and no medical intervention or hospitalization. Investigation included customer service troubleshooting and education regarding infusion set replacement and monitoring, with consideration of concurrent thrush medication as a potential contributor. Investigation of this case revealed no device alarms or delivery interruptions and no confirmed device malfunction, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.